Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 375, 138, 111 mg/dl. The expected fasting blood glucose test result range is 60 to 100 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 131 and 143 mg/dl using true balance meter. The test strip lot manufacturer's expiration date is 11/30/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in reporting high reading on her meter. Customer feels fine and denies diabetic symptoms at this time. Customer manages her diabetes with insulin and states her fasting range is 60-90 mg/dl (customer insisted 60 mg/dl was normal for her). Customer is concerned with 375, 138, 111 mg/dl fasting result. Customer ran a control test and obtained 244 mg/dl in range. Had customer run a back to back blood test and she obtained 131 and 143 mg/dl fasting results.